Event description:
It was reported the pt had pain at the lead site. In addition, the lead had invalid impedances, however, reprogramming had resolved the issue. Follow up found the scs system was explanted at the pt's request. It was reported the pt was not satisfied with the system, and the system was not helpful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.